Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is being submitted retrospectively per FDA request

Event description:
It was reported that the right ventricular lead exhibited high impedance. On (B)(6) 2018, the patient presented for a prophylactic device change out procedure due to advisory. During procedure, the lead was capped and replaced. The patient was in stable condition prior, during, and post operation.